Event description:
The customer reported the unit failed to power up via ac or dc power.

Manufacturer narrative:
The customer reported the unit failed to power up via ac or dc power. The unit was evaluated at the philips bench. The symptom was verified replacing the power pca resolved the issue.